Manufacturer narrative:
Image review: submitted images appear to display set screw break-off head fractured at the corners of the hex.

Event description:
Pre-op diagnosis: lumbar canal stenosis procedure: posterior lumbar interbody fusion levels involved: l4/5/s1 it was reported that during surgery, when the surgeon tried to perform final tightening, the set screw broke. It was changed with a new one. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual review of the implant identified fracture and deformation at the hex corners, consistent with bend stress overload during attempted implantation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.